Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient will use an extra dose and the pump shuts down unknowingly/unexpectedly. Hours after the extra dose was administered the pump screen was blank. The pump does turn back on, but the patient was without continuous dose for unknown periods of time. There was patient involvement, and no harm reported.

Manufacturer narrative:
While performing a review of the file it was determined that the reported device is distributed and marketed by abbvie, ltd. As the sole combination product applicant.abbvie, ltd. Has the FDA reporting responsibility for this product. ICU medical is not responsible for regulatory reporting on this device.